Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with unspecified antibiotics. The cause of the peritonitis was reported to be a urinary tract infection, but this was not confirmed; therefore, the cause is unknown. On an unknown date during hospitalization, pd therapy was stopped. The pd catheter was removed and hemodialysis was started. The patient was discharged 7 days after admission. 53 days after hospital discharge, hemodialysis was stopped and pd therapy was restarted on an unknown date. At the time of this report the patient had recovered from the peritonitis event. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot number gd895102 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).